Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 195 mg/dl at the time of the report. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. The customer stated that he has chronic back pain, which causes his blood glucose to run high. The customer also advised that the infusion set became disconnected from his body while he was sleeping, prior to the event. Nothing further was reported.